Manufacturer narrative:
This report is a follow up report to MFR number 3008443827-2019-00148 that was previously submitted. The information has been duplicated from the first report with additional information added. During a superficial femoral artery (sfa) stenting procedure, the 5x150 smart flex stent was placed half way during the operation and could not be released. Then, the handle at the distal-end of the release sheath was separated from the release sheath body and was forcefully withdrawn from the body. The device was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device prepped normally. There was no difficulty encountered flushing the stopcock or the stent delivery system (sds). When removed from the tray, the stent was still constrained within the outer member/sheath. The target lesion was the superficial femoral artery (sfa) and the percentage of stenosis was fifty-percent. There was no vessel tortuosity/angulation. The device was not used for a chronic total occlusion (cto). A 6f non-cordis long sheath was used. The sds did not pass through any acute bends. A contralateral approach was used. The lesion was pre-dilated prior to attempting to implant the stent and there was less than 30-percent stenosis after pre-dilation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The other devices used with the product did not kink or bend at any time. The device was not torqued or ¿steered¿ by the hub. The sheath had not kinked or been twisted/torqued prior to the separation. The following technique was followed: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit; and do not remove guidewire. When the stent was removed, no piece of the stent or the sds remained in the patient. After removing the smart flex stent, a non-cordis stent was used to complete the operation. The current status of the patient is great. No other information was reported. The device was retuned for analysis. A non-sterile unit of product ¿smart flex 5x150 vas 120cm¿ was received coiled inside of a clear plastic bag. Per visual analysis, the stent of the device was received partially deployed, and the hemostasis valve was received closed. A kink/bent condition was noted at 124 cm from the distal tip. A separated condition was noted where the outer shaft was fused with the fitting luer. No other damages or anomalies were noted. Per microscopic analysis, the device was placed under vision system to magnify the separated area. A transfer material was noted where the outer shaft had been fused with the fitting luer. The separated circumference edges of the outer shaft show elongations and plastic deformation. The material elongations and plastic deformations are commonly associated with separations cause by material tensile overload. Therefore, it is thought that the outer shaft was induced to a tensile force that exceeded the material yield strength prior to the separation. No other issues were noted. Per dimensional analysis, outer diameter (od) measurements of the outer sheath were taken at three different places and results were found within specification. A functional test could not be performed due to the severe kink/bent condition that did not allow the normal function of the received device. A product history record (phr) review of lot 100077 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system - deployment difficulty partial deployment" was confirmed, the stent of the device was received partially deployed. The functional test could not be performed due to the severe kink/bent condition that does not allow the normal function of the returned device. The exact cause of the kink could not be conclusive determined. The reported ¿outer sheath - separated" was confirmed, a separation condition was noted where the outer shaft was fused with the fitting luer. The material elongations and plastic deformations found on the device, are commonly associated with separations cause by material tensile overload. Therefore, it is thought that the outer shaft was induced to a tensile force that exceeded the material yield strength prior to the separation. The failure reported by the customer as ¿stent delivery system - withdrawal difficulty from vessel" could not be properly evaluated due to the nature of the complaint, and no procedural cd was received. Dimensional analysis results for the outer diameter of the outer sheath were found within specification. The exact cause of these damages could not be conclusive determined. Procedural / handling factors might have contributed to these events. As per the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. Use caution when crossing a deployed stent with any adjunct device. Prior to stent deployment, remove all slack from the catheter delivery system. If any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit; and do not remove guidewire.¿ neither the product analysis nor the phr review suggests that these events could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported, the 5x150 smart flex stent was placed half way during the operation and could not be released. Then, the handle at the distal-end of the release sheath was separated from the release sheath body and was forcefully withdrawn from the body. The device was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device prepped normally. There was no difficulty encountered flushing the stopcock or the stent delivery system (sds). When removed from the tray, the stent was still constrained within the outer member/sheath. The target lesion was the superficial femoral artery (sfa) and the percentage of stenosis was fifty-percent. There was no vessel tortuosity/angulation. The device was not used for a chronic total occlusion (cto). A 6f non-cordis long sheath was used. The sds did not pass through any acute bends. A contralateral approach was used. The lesion was pre-dilated prior to attempting to implant the stent and there was less than 30-percent stenosis after pre-dilation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The other devices used with the product did not kink or bend at any time. The device was not torqued or ¿steered¿ by the hub. The sheath had not kinked or been twisted/torqued prior to the separation. The following technique was followed: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit; and do not remove guidewire. When the stent was removed, no piece of the stent or the sds remained in the patient. After removing the smart flex stent, a non-cordis stent was used to complete the operation. The current status of the patient is great. A procedural cd is not available. The device will be returned for evaluation.